Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Ref: national joint registry:bespoke.bespoke.report.kp_femoral_tm augmentation patella (tm augmentation patella).04/06/2021.14:52 ©2021 northgate public services (UK) limited.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A review from the national joint registry (B)(6) was received, reporting the outcome of variants of the zimmer biomet tm augmentation patella in primary total knee replacement in patients registered in the njr. The registry focused on the survivorship of the implants and patient reported outcome measures. The data consisted of 49 patients / 52 primary knee procedures. The report population had a mean age of 63.5 years at time of surgery. The study reported 5 patients were revised; of which, 2 were revised due to malalignment.